Event description:
It was reported that bd vacutainer® edta 2k shield was detached. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter first name: ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® edta 2k shield was detached. No serious injury or medical intervention was reported.